Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A health care provider reported via phone call indicating that the customer was hospitalized for hyperglycemia. The caller did not provide any further information about the incident or date for the hospitalization. The customer's blood glucose was unknown during the time of the call. The caller was asked to have the customer call back when they are able.